Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the front connector of the device was damaged, was confirmed. It was found that the 8-way socket assembly was corroded. Further, the generator was physically damaged and the mounting foot and duct cover were missing. The defective and missing parts were replaced, a software upgrade was performed and the device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket. The physical damage and the missing components can be attributed to user mishandling of the device, during transport or storage or due to a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by biomed the units front connector is damaged. This caused a slight delay of a few minutes in the case while they obtained a replacement of like device with no patient consequence.